Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 29 mmol/l. The customer reported unexpected re initialization. Customer stated that the tape did not stick. It unknown that the auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.